Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disease"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), depression ("depression") and hypersensitivity ("allergic reaction") and underwent endometriosis ablation ("cauterization of endometriosis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, dyspareunia, anxiety, depression, hypersensitivity and endometriosis ablation outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, endometriosis ablation, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of essure/a millimeter of a piece of the essure') and device dislocation ('malposition of essure/the right essure micro-insert is outside of the right fallopian tube/adhered over the retroperitoneal colon') in an adult female patient who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essures". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disease"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), depression ("depression") and hypersensitivity ("allergic reaction") and underwent endometriosis ablation ("cauterization of endometriosis"). The patient was treated with surgery (laparoscopic bilateral tubal salpingectomy, removal of both essure devices and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device breakage, device dislocation, pelvic pain, autoimmune disorder, dyspareunia, anxiety, depression, hypersensitivity and endometriosis ablation outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, dyspareunia, endometriosis ablation, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2013 (as per mr). Discrepancy noted for date of essure confirmation test: (B)(6) 2013 (as per mr). Discrepancy noted for date of removal: (B)(6) 2020 (as per mr) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right essure micro-insert is outside of the right fallopian tube with contrast filling of right fallopian tube.. Lot number: 12566552. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records:device use issue, device breakage concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: mr received. Reporter information, lot number, rcc note, lab data added. Events: piece of essure, inappropriate insertion of multiple contraceptive devices added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('piece of essure/a millimeter of a piece of the essure') and device dislocation ('malposition of essure/the right essure micro-insert is outside of the right fallopian tube/adhered over the retroperitoneal colon') in an adult female patient who had essure (batch no. 12566552) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "3 essures". On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disease"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), depression ("depression") and hypersensitivity ("allergic reaction") and underwent endometriosis ablation ("cauterization of endometriosis"). The patient was treated with surgery (laparoscopic bilateral tubal salpingectomy, removal of both essure devices and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2020. At the time of the report, the device breakage, device dislocation, pelvic pain, autoimmune disorder, dyspareunia, anxiety, depression, hypersensitivity and endometriosis ablation outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device breakage, device dislocation, dyspareunia, endometriosis ablation, hypersensitivity and pelvic pain to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6)2013 (as per mr). Discrepancy noted for date of essure confirmation test: (B)(6)2013 (as per mr). Discrepancy noted for date of removal: (B)(6)2020 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the right essure micro-insert is outside of the right fallopian tube with contrast filling of right fallopian tube. Lot number: 12566552 concerning the injuries reported in this case, the following ones were described in patient¿s medical records:device use issue, device breakage. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, pelvic pain. Lot number: 12566552 manufacturing date: 2013-03 expiration date: 2015-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), autoimmune disorder ("autoimmune disease"), dyspareunia ("dyspareunia"), anxiety ("anxiety"), depression ("depression"), hypersensitivity ("allergic reaction") and endometriosis ("cauterization of endometriosis"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, pelvic pain, autoimmune disorder, dyspareunia, anxiety, depression, hypersensitivity and endometriosis outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, device dislocation, dyspareunia, endometriosis, hypersensitivity and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.